Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (nonfunctional ecgs) has been confirmed. Upon investigation, the ecgs were non functional. The root cause for the failure was the electrode belt ECG c and d cable was severed, with all wires cut. The root cause for severed cable could not be positively identified. There was no adverse event that resulted from the damaged belt.